Event description:
It was reported that this pacemaker device exhibited premature battery depletion. During a device check approximately one (1) year ago, it was indicated that the device battery life had twelve (12) years remaining but at the current device check, it was indicated that the device battery life had only six (6) years remaining. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely as the power consumption has been increasing steadily over the past year. The device remains in-service at this time. There were no adverse patient effects.

Event description:
This supplemental report is being filed based on explant and replacement of the device and completion of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.